Event description:
Patient tracking received a tracking form through the mail reporting a catheter revision. Per follow-up, "the reason for the cath revision is because the patient was uncomfortable and wanted the pump moved. There is nothing to return." The cause of the patient's discomfort is unknown.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device remains implanted and was not returned. Representative reported that the patient wanted their pump moved for comfort reasons. Per the instructions for use of the device, pump pocket discomfort is a known possible risk of use of the device. Internal complaint number: (B)(4).